Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article details; title: impact of stent graft design on external iliac artery limb occlusion rates after endovascular aneurysm repair: post-hoc analysis of a japanese multicentre database author: tsunehiro shintani, hideaki obara, kentaro matsubara, keita hayashi, masanori hayashi, shigeshi ono, tatsuya shimogawara, shintaro shibutani, susumu watada, yasuhito sekimoto, norio uchida, atsunori asami, taku fujii, hirohisa harada, naoki fujimura, yasunori sato, yuko kitagawa eur j vasc endovasc surg doi: https://doi.org/10.1016/j.ejvs.2019.03.025. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft limb was implanted in a patient for endovascular aortic aneurysm repair. The external iliac artery measured 8 mm, and the limb diameter was 10 mm. It was reported that 22 days after the index procedure, occlusion of the limb was noted. A femoro-femoral bypass was carried out as treatment. The cause of the occlusion was noted to be poor transitioning of the distal portion in the eia limb to the native artery. The distal edge of the stent graft limb was positioned just at the curvature of the eia. No additional clinical sequelae were reported, and the patient is fine.